Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on (B)(6), 2004, the pt underwent a left total knee replacement at mercy general hosp." It was further alleged that, "due to loosening of the components, the pt was informed that left knee revision surgery would be required."

Manufacturer narrative:
The info in this report was provided by stryker orthopedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.